Event description:
The customer reported that during use of this handpiece to perform removal of a third molar, the patient received a burn to the lower left inside lip, which required a suture.

Manufacturer narrative:
To date, conmed linvatec has not received this handpiece to perform an evaluation. Upon completion of the investigation, a follow-up report will be submitted. Associated MDR; 1017294-2008-00309.